Event description:
Vns patient was diagnosed with sleep apnea. It was reported that the patient started having severe snoring and that subsequent sleep study revealed periods of oxygen levels dropping below normal. The patient is reportedly getting good results with the vns therapy for seizure control. Treating neurologist does not believe that the event is related to the vns.